Manufacturer narrative:
The customer¿s meter and strips were returned for investigation and tested with qc material. Testing results: returned strips: qc 1: 2.6 inr, qc 2: 2.5 inr. Masterlot strips: qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. The result of 4.4inr on (B)(6) 2018 alleged by the customer was not observed in the meter¿s patient result memory. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and a questionable result from coaguchek xs meter serial number (B)(4). On the first testing attempt, the customer received an error. At 9:40 am, the retest result was 4.4 inr. At 9:44 am, the retest result was 2.2 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The customer had no hematocrit issues, no direct thrombin inhibitors, no heparin therapy, no lupus, no new medications, no medication changes, no new illnesses, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent.